Event description:
This is filed to report a gripper actuation issue and material deformation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the transseptal puncture was low. Multiple steering attempts to get to the medial side of the valve but was noted to be difficult. When raising the grippers, the gripper trapped the leaflet on the superior side of the gripper and the clip delivery system (cds) shaft. The clip arms were inverted and it was decided to pull the clip back to the left atrium. After many attempts, they were able to get the clip back and remove it. However, the gripper had been bent so that it was perpendicular to the clip arms. A replacement clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure (leaflet grasping - clip not implanted) and difficult or delayed positioning (anatomy) could not be replicated in a testing environment. The reported difficult to open or close (gripper actuation ¿ single) and material deformation were not confirmed via device analysis. Additionally, it was observed that the gripper cover was bulky as if pinched outward. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted) associated with the grasping difficulty appears to be due to challenging patient anatomy (very small left atrium and a leaflet prolapse with a lot of tissue). The reported difficult to open or close (gripper actuation ¿ single) associated with the conservative assessment that the bent gripper was unable to actuate is due to the gripper deformation while entangled. The reported material deformation associated with the bent gripper was due to the gripper being entangled with the posterior leaflet. The reported difficult or delayed positioning (anatomy) associated with the posterior leaflet being trapped between the back of the raised gripper and the delivery catheter shaft before being entangled in the gripper appears to be due to challenging patient anatomy (leaflet prolapse with a lot of tissue). The reported product quality problem (irregular appearance) associated with the bulky/ pinched gripper cover appears to be due to procedural circumstances (harness actuation slightly pinched gripper cover). There is no indication of a product quality issue with respect to manufacture, design, or labeling.